Manufacturer narrative:
H3/h6: the system was serviced in the field. It was found that there was a faulty standalone board and a faulty power supply (ps1). These parts were replaced and the system then functioned as intended. Codes b01, c02, and d02 are applicable. The standalone board was returned and analyzed. Analysis confirmed the reported complaint. Visual inspection showed components r20, r21 and u1 were electrically over stressed. It was unable to bench tested due to the over stressed components. Codes b01, c02, and d02 are applicable. The power supply was returned and analyzed. Analysis confirmed the reported complaint. Ps1 failed bench testing. Visual inspection c onfirmed the ps1 power supply was electrically overstressed. There were damaged resistors and a damager integrated circuit (ic). Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225r, serial/lot #: (B)(6) rev. R, ; product ID: bi71000450, serial/lot #: (B)(6) rev. F. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the generator would not boot up. No patient was present.